Event description:
The tip of the dhs/dcs coupling screw broke off in the head of the dhs/dcs lag screw during an orif for a fractured left hip. Surgeon decided not to attempt removal of broken tip.

Manufacturer narrative:
Additional information has been requested. Subject device is an insturment and is not implanted. No investigation could be performed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.